Event description:
It was reported that cgm displayed error message during use with sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, completed pump reset with guidance, confirmed error message did not reappear, and was advised to wait 20 minutes before starting sensor session, which customer understood and acknowledged.